Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. Intraocular pressure (iop) elevations are an anticipated adverse event and are listed under the potential adverse events section in the instructions for use. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was then tested and found to meet specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the laser procedure, the surgeon noted that the patient's eye was treated with a device, and an intraocular pressure (iop) spike of 60-70 mmhg was observed. The iop prior to the procedure had been 23 mmhg. The iop would not lower with a carbonic anhydrase inhibitor, so an anterior chamber paracentesis had to be performed. No mention of any underlying health conditions was made. Additional information received stated iop spike post treatment to 47 about 20 minutes after direct selective laser trabeculoplasty (dslt) in left eye (alpha-adrenergic agonists and beta blockers was given right after procedure). Additional alpha-adrenergic agonists and beta blockers administered. Still elevated around 50 after 20 minutes, a third post-operative round of alpha-adrenergic agonists and beta blockers administered and 500 mg oral carbonic anhydrase inhibitor. 30 minutes later iop increased to 67. Iop would not lower with drops and carbonic anhydrase inhibitor. 2 to 3 plus pigments noted in anterior chamber (ac) after dslt. Had to do an ac tap. Given additional carbonic anhydrase inhibitor to take that afternoon and the next day morning. Iop lowered to 04. Patient did not have any pain during the course of this. Iop was 12 at next day morning and asymptomatic. Carbonic anhydrase inhibitor stopped. Patient called and reported in later with irritation and blurriness. The next visit was scheduled in one month.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer's internal reference number is: (B)(4).